Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient came in for implant follow up because the crown was loose. The dentist found the implant at tooth location #30 fractured on the x-ray. The implant was removed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Damage to the implant was identified, likely due to the removal process. The implant's collar was fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1245257. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1245257 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician selects implant that is unable to resist long-term occlusal loading, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, implant malfunction did occur. The reported event (fracture implant) was confirmed with all the available information. The reported event (loosening) is non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.